Event description:
Plum set IV tubing was placed in the infusion pump, but the pump did not work. The IV tubing was removed to exchange the pump for a new one. The IV tubing cassette did not close off as occurs when tubing is removed from pump. The patient received a medication bolus resulting in hypotension and bradycardia.

Event description:
Plum set IV tubing was placed in the infusion pump, but the pump did not work. The IV tubing was removed to exchange the pump for a new one. The IV tubing cassette did not close off as occurs when tubing is removed from pump. The patient received a medication bolus resulting in hypotension and bradycardia.